Event description:
The customer reported that one hour after bypass he found that no gas exchange was occurring. The case was stopped and the oxygenator was checked. He reported that there was a gas leakage from the gas inlet. He reported that it may be a blood leakage from the gas vent. No pt injury was reported.